Event description:
Reporter identified via a routine utility run pathology reports that had not printed and been sent to physicians. Subsequent investigation has revealed additional cases. The vendor has been made aware. Issues identified thus far include the ability of the system to identify pending cases to print if there are more than 10,000 cases in the search algorithm, upon investigation of this issue reporter found that the system was limited to tracking cases only within the last 2 days, restricting ability to diagnose this type of system problem. There is no mechanism in the system or offered by the vendor to properly identify all cases not printed via the automated print server.